Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of when pushed the plunger, the implant remained in position without moving forward and the plunger passed over it. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).